Event description:
It was reported that the patient with a tactra malleable penile prosthesis developed complaints during sexual intercourse. The patient presented with a deformity of right shaft caused by a pronounced flexion of the prosthesis to the right, which caused pain. It was found that the rod implanted in the right side was 0.3 cm longer than necessary. Consequently, a surgical procedure was performed to correct the deformity and shorten the rod. The rods were removed and reimplanted successfully. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with a tactra malleable penile prosthesis developed complaints during sexual intercourse. The patient presented with a deformity of right shaft caused by a pronounced flexion of the prosthesis to the right, which caused pain. It was found that the rod implanted in the right side was 0.3 cm longer than necessary. Consequently, a surgical procedure was performed to correct the deformity and shorten the rod. The rods were removed and reimplanted successfully. No additional patient complications were reported.